Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560 , model: sc-2408-56, serial: (B)(6), batch: 7078851 / 7078801.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had difficulty in charging the ipg. It was noted that both the ipg and leads had migrated, which was confirmed via x-ray. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned.